Manufacturer narrative:
Patient demographics such as age, date of birth, and weight were not supplied by the customer. There is no indication the human thyroid-stimulating hormone (access hypersensitive htsh) reagent was returned for evaluation. Testing of a customer supplied neat sample confirmed the results for the patient were above the access hypersensitive htsh normal reference range of 0.34 - 5.60 uiu/ml. Further testing of the sample with animal derived blocker proteins decreased the samples signal causing a decrease in the access hypersensitive result by approximately 96.5%, confirming the presence of a patient source interferent related to heterophilic interference. In conclusion, the cause of the elevated access hypersensitive htsh results is due to a patient source interferent related to heterophile interference.

Event description:
The customer reported obtaining reproducibly high human thyroid-stimulating hormone (access hypersensitive htsh) results in association with the unicel dxi 800 access immunoassay system serial number (B)(4) for one (1) patient. Five (5) samples (designated as samples one (1), two (2), four (4), five (5), and seven (7)) from the patient were tested using the same unicel dxi 800 access immunoassay system and results greater than the assay's reportable range were obtained. Sample five (5) and a sixth sample (designated as sample three (3)) from the patient were tested using an alternate methodology, and lower results were obtained. An additional sample (designated as sample six (6)) from the patient was tested using an unknown methodology and a lower result was obtained. The customer stated the reproducibly high access hypersensitive htsh results were reported from the laboratory. The customer stated the patient was initially administered a low dose thyroid hormone supplement, however; the treatment was discontinued after a physician determined the access hypersensitive htsh results did not reflect the patient's clinical condition. Qc recovery was within the laboratory's established ranges before and after the event. A system check was completed after the event and the results passed within published performance specifications. The customer did not supply any information regarding the patient's sample collection and/or the speed, time, and temperature at which the sample was centrifuged.